Event description:
Tech alleged that the head of the bed is not going up or down. No pt impact.

Manufacturer narrative:
The tech found the bottom cover was loose and was pushing down on the cardio pulmonary resuscitation lever so no functions would work. The tech put the bottom cover back in its right place to resolve the issue.